Manufacturer narrative:
Correction: clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s hospitalization for peritonitis (characterized by abdominal pain). However, there is no objective evidence that supports the patient¿s peritonitis was caused by a liberty select cycler malfunction or product deficiency. In a response received from the patient¿s clinic; the cause of the peritonitis was identified as being related to a colonoscopy procedure. Colonoscopy is an identified risk factor in developing peritonitis, per ispd guidelines. Moreover, the patient¿s pd effluent culture was positive for enterococcus species which are typically found in the gastrointestinal tract of humans. Therefore, the reported colonoscopy probably led to the patient¿s peritonitis infection. The patient¿s incidental hypokalemia and anemia during this hospitalization are likely related to the patient¿s peritonitis infection.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for assistance with their cycler. Upon follow up, the patient's caretaker stated that the patient was hospitalized on (B)(6) 19 for peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient presented to the emergency room (ER) with complaint of abdominal pain for approximately 2 days and the patient¿s pd effluent was cloudy. A pd culture was obtained which yield growth of vancomycin resistant enterococcus (vre) and an elevated white blood cell (wbc) count (result unknown). The patient was treated with unknown antibiotics and per the nurse, continued pd therapy with a hospital cycler. During this hospitalization, the patient had a drop in their hemoglobin to 6.7 and required transfusion with one unit of packed red blood cells. Subsequent to transfusion, the patient¿s hemoglobin improved to 8.5. Additionally, the patient received replacement potassium (20 meq) by mouth for hypokalemia (result unknown). There were no additional adverse effects or medical intervention recorded in the medical records received. The patient was discharged on (B)(6) 2019 continuing pd therapy at home with daily gentamycin intra-peritoneal (ip). In the clinic response received on (B)(6) 2019, it was recorded the cause of the patient¿s peritonitis was related to a colonoscopy procedure. Per the nurse, there have been no reported fluid leaks, nor any device related issues suspected to have caused the peritonitis event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s hospitalization for peritonitis (characterized by abdominal pain). Currently, it cannot be concluded what caused the patient¿s peritonitis, but there is no objective evidence that supports the patient¿s peritonitis was caused by a liberty select cycler malfunction or product deficiency. Peritonitis is well known potential complication in pd patients. The patient¿s hospital discharge summary has been requested. Should additional information become available, this clinical investigation will be updated accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for assistance with their cycler. Upon follow up, the patient's caretaker stated that the patient was hospitalized on (B)(6) 2019 for peritonitis. Further follow up was done with the patient¿s peritoneal dialysis nurse (pdrn). Reportedly, a pd culture was obtained; however, the culture results are unknown at this time. The pdrn was not able to provide hospital treatment details as the discharge summary is not currently available. It was reported that the patient is continuing pd therapy with a hospital cycler, but it is unknown if any fresenius product(s) are being used during hospitalization. The patient¿s disposition is unknown as the patient was reportedly still in the hospital. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. Additional patient, event, and hospital information was requested but was not provided.

Manufacturer narrative:
Additional information: evaluation codes.

Manufacturer narrative:
Correction: evaluation codes.